Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5062288/7015701.

Event description:
It was reported that the patient had fever due to an infection at the ipg site. It was noted that the ipg was visible through the broken-down skin. The physician believed that the infection was not device related. It was mentioned that the patient had bed sores on the back due to negligence at a long-term nursing care facility. The patient underwent an explant procedure and was given antibiotics. The surgery went well but patient passed away several days later. The explanted device components will not be returned as they were discarded.